Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report non-operational questions about the liberty select cycler. Patient stated that her catheter is clogged and will be at the hospital for repair. Spoke to patient (B)(6) (B)(6) 2026 2:34 pm cdt at (B)(6) and confirm that was not able to complete the treatment on the cycler on the day of the reported event. Patient stated that was admitted to the hospital on (B)(6) 2026 due to her catheter is clogged. Patient is currently at the hospital and does not have a discharged date yet. Patient stated that has a surgery scheduled for today (B)(6) 2026 to replace her catheter. Patient stated that if everything goes well, she will be able to return to the pd treatment in a few weeks. Patient is not performing the treatment on the cycler at the hospital and is also not performing any capd/manual treatment. Patient will not perform any treatment until doctor¿s instruction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).